Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6). "Product leakage." "After inserting the product to the patient, when it was connected to the extension tube and tried the medical liquid to flow, the leakage from the connection part was confirmed. In addition, syringe was connected to the product and tried to be pulled, only air was pulled. No infection to the patient/ no health hazard to the patient/sample available/ batch 21l07g8374".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample evaluation: received 1 piece of used and contaminated capillary hub of an introcan safety 3 pur 22g 0.9x25mm-ap without packaging. Cannula hub and protective cap were not being returned for investigation. Visual inspection: result: 1pc used observed damaged at catheter hub luer. Air tightness test: the 1 pc was subjected to air tightness leakage test at 300 kpa / 30 seconds in water according to test method. Result: no leakage was observed. Root cause analysis: the possible cause of the dent luer could be due to slight bend or slant septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to be reproduced. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to be reproduced. Correction: daily checking for valve opener pin condition and to record in process card. Started: 2022-05-12. Additional containment action to refer to CAPA. This complaint is confirmed.